Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) required cardiopulmonary resuscitation as the device did not deliver required tachycardia therapy. In addition, the crt-d also did not deliver bradycardia pacing that resulted in asystole. Upon interrogation, the device was noted to be in safety mode. The device remained implanted until the patient was stable enough to replace the device. Additional information was reported that this patient died three days later. The crt-d was explanted and is expected to be returned for laboratory analysis. Data was sent to boston scientific technical services for further evaluation. A ts consultant discussed that the device went into safety mode after experiencing several faults and confirmed that therapy was no longer available.

Manufacturer narrative:
Once the crt-d is returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory revealed the device recorded a shorted lead fault. Immediately thereafter, the device recorded several faults indicating the device detected lead leakage and the device then went into safety mode. Interrogation of the device verified it was in safety mode, but it then reverted to factory mode, in which no pacing or shocking therapy is available. An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted lead condition during shock delivery. An external shorting of the lead to the device during a charge is known to cause internal damage to the circuitry, including those controlling the device output bridge. This damage most likely contributed to the lack of pacing and shock therapy being available before the device was explanted. No further electrical testing could be performed as it would only result in further damage to the circuitry. A review of the device memory revealed that on (B)(6) 2011, the patient experienced a ventricular tachycardia (vt) and anti-tachycardia pacing (atp) was delivered. The atp resulted in the vt accelerating to ventricular fibrillation (vf). The device appropriately detected the vf and delivered a 41 joule shock that terminated the vf. The shock impedance detected during shock delivery was below 20 ohms. The electrogram (egm) showed three beats of delivered post-therapy pacing at 60bpm; however, there is no evidence of ventricular capture as a result. Analysis concluded that energy from the right ventricular (rv) lead shorted to the device case during shock delivery, resulting in damage to the internal fuse and device circuitry.